Manufacturer narrative:
(B)(4) h6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that no readings/ sensor error/ brief sensor issue occurred. The sensor was inserted in the abdomen on (B)(6) 2026. On (B)(6) 2026, it was reported that the patient was vomiting all day and the cgm was having brief sensor issue or no readings. In the evening, the patient started feeling sick and the cgm was still showing the same error while the bg meter showed over 400 mg/dl. The patient called her physician and was advised to provide herself 14 novalog insulin via pen which her bg started to go down. The patient went to sleep after that. In the morning of (B)(6) 2026, the patient woke up with abdominal pain and dehydrated due to vomiting. The patient replaced a new sensor that day which showed the same error message. Due to symptoms, the husband called 911 and the patient did not remember what happened during emergency medical services (ems) scene due to the situation. At the emergency room (ER), the bg was over 400 mg/dl and the patient was almost experienced dka. The patient was treated with IV medication and was discharged on saturday, (B)(6) 2026 (more than 24 hours). In addition, the patient was diagnosed with pneumonia and reported feeling better after discharged. No other details were documented. Data was provided for investigation. The allegation was not confirmed via data. However, it was found that signal loss equal to or under one hour was found in connection to the reported allegation. The probable cause could not be determined. No additional patient or event information is available.